Event description:
In 2005, an end user had experienced precision variation of 15-30%, out of specification, and with the potential to cause an incorrect result on an assay. It was found that the customer was using reprocessed tips, counter to a warning in the instrument labeling (user's manual). When new hamilton tips were placed in use per the instrument labeling, the cv's dropped to 4.2% -- a passing result. This report corresponds to hamilton customer problem report 9558.